Manufacturer narrative:
The image acquisition system (ias) computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the computer while under testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. They replaced the ias pc to see if that would resolve the connection issues with stealth. Tested system no reported errors. The system then passed the system checkout and was found to be fully functional. Hardware bi71000824 was returned to the manufacturer but were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that imaging was persisting with a 3d mode disabled error when attempting a 3d spin. There was no patient present when this issue was identified.